Event description:
It was reported that the patient had a suspected infection at the back. The patient will undergo an explant procedure. No further information could be obtained despite good faith efforts.